Event description:
During a laparoscopic assisted distal gastrectomy procedure, the name of the device was not printed on the main body of the device. Another like device was used to complete the procedure. There were no pt consequence.